Event description:
It was reported that the pt was complaining of right leg pain. The pt was seen for f/u. X-rays showed the tip of the crosslink set screw was left in the pt.

Manufacturer narrative:
(B) (4): no product was returned for eval. X-rays were not provided to the MFR. With the available info, a cause or contributing factor cannot be identified.